Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device was inconclusive. Further investigation has been initiated to address the reported issue.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2014. During the procedure, the reamer tip fractured in the patient. The fractured tip was removed and the procedure was completed.